Event description:
The customer reports that she ate spaghetti. Thiry minutes later, she became shaky, sweaty, and dizzy. She also went "black" (dream-like state). The customer's husband attempted to test her on the accu-chek compact system and received an error. He tested on the accu-chk advantage system and received a blood glucose result of 30mg/dl. The customer's husband treated the customer with orange juice (poured it into her mouth. The customer "woke up" afterward. Her blood glucose result increased to 500mg/dl and she drank water. The customer felt better one hour after drinking the water. The customer discarded the vial of strips. The suspected product is unavailable for return. Replacement was sent.